Event description:
Left colectomy procedure. Plc60 dlu received "firing complete" message, but produced under-formed staples. Over-sewing was required to complete the case without further incident.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun; no conclusion can be drawn at this time. Manufacturer voluntarily removed product due to design modifications.